Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record. There are no-nonconformances related to this lot, therefore supporting the device met material, assembly, and performance specifications prior to shipment. The physician deployed the manta which revealed a partially blocked artery with some leakage. Per IFU precaution states "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis" protamine was forgotten to be given prior to closure with manta. Act was 270. IFU procedure requirements state activated clotting time (act) should be below 250 seconds prior to closure. A 5.0 x 10 mm balloon was employed to restore the flow however, leakage was still present. The issue was resolved by placing a covered stent 6x45 mm. Total flow was restored without any leakage. Angiograms shared by the account were reviewed. Extravasation near the lock can be noted. It cannot be determined if there is any occlusion or vessel stenosis. It is likely that there is presence of dissection, vessel tears or perforation based on the angiograms. No information was sent by the account confirming vessel damages. Blood flow appears to be restored post stent deployment with no signs of leak. It is likely that incomplete closure due vessel damage could have led to the bleed/extravasation. Per IFU identifies the following as potential adverse events related to the deployment of vascular closure devices: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are identified as potential adverse events in the IFU. Local trauma to the femoral or iliac artery wall, such as dissection. Perforation of iliofemoral arteries, causing bleeding/hemorrhage.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: physician deployed manta and took angiogram, which revealed a partially blocked artery with some leakage around the radiopaque lock. He ballooned this with a 5 x 45mm balloon. This helped restore flow, but the leakage was still present. He then elected to place a 6 x 45mm covered stent. This restored total flow and stopped the leakage.